Event description:
The customer called into hotline to report a leak on the beckman coulter dxi 800 immunoassay instrument. It was occurring at the wash tower and that vacuum out of limits messages had been observed for the sample wash tower. The leaking liquid can potentially contain not only wash buffer but patient sample waste, qc material and other substances that are considered biohazardous and/or chemical in nature. No harm or injury was reported by the user. Service was dispatched for this event and the on site fse (field service engineer) discovered blockage in the waste line was causing the wash tower to overflow. The fse removed the blockage and the issue was resolved. It was not determined how the waste line had become blocked; therefore, a definitive root cause for this event has not been determined to date.

Manufacturer narrative:
(B)(4).